Event description:
It was reported that following the patients two week post-implant visit, she went to the hospital to be treated for a possible stroke. The patient was admitted to the hospital for a transient ischemic attack and discharged a few days later. The cause of the tia is unknown, but the physician does not believe it to be related to the spinal cord stimulator (scs). There was no residual harm to the patient from the event.